Manufacturer narrative:
The returned opened packet with one needle attached and one needle detached and the suture still wound was evaluated. Examination of the suture end revealed the cause of the needle/suture separation to be suture clip-off, that is the suture broke within the swage causing separation. An investigation was conducted. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Co's results indicate that this batch of product was processed without incident and therefore there is no internally assignable caused for the reported problem. An associate awareness session was conducted as corrective action.

Event description:
Needle pull off. Customer reports that the needle was found detached from th suture when package was opened. There are no reported consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.